Manufacturer narrative:
Inspected two opened and used enlite sensors and performed bicarbonate buffer test per specification. One of two sensors failed for low readings, other sensor passed per specification with accurate readings. Unable to confirm needle complaint due to customer returning insertion needle sensor only. Also found two cannula bent, unable to confirm customer received sensor in said condition due to customer retuning it open and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states he is having sensor glucose vs blood glucose issues. Customer's blood glucose is 122 mg/dl. And his sensor glucose is 84. After troubleshooting, customer was advised that sensor was responding to changes in glucose and to continue to monitor the issue. No further information provided.